Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 3pm due to high blood glucose. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. Customer also stated they had a motor error. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.